Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The 3.0x200mm armada 14 balloon dilatation catheter (bdc) was leaking contrast from the hub connecting to the balloon which could have prevented the balloon from fully inflating. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported leak. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.